Manufacturer narrative:
(B)(4). The stimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the patient experienced fever and redness at the implantable neurostimulator site (ins), and that the ins eroded through the skin. The health care professional "assumed" possible infection, but the report was not yet returned. The device was explanted, but the lead remained implanted. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.